Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2026, the needle hub was found cracked during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".